Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced when filling the cartridge with insulin. Multiple attempts have been made by tandem technical support to follow up with customer, however, no response was received. No additional information was provided. There was no adverse impact to the customers blood glucose level.